Manufacturer narrative:
Device alarmed motor error during the basic occlusion test due to loose/flushed drive support disk. Unable to perform basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test due to motor error alarm. However, device passed rewind test and displacement test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received motor error alarm. The customer¿s blood glucose level was unknown. The customer reported that the drive support cap was flush. The customer was advised to discontinue the use of insulin pump and revert to back up. The customer declined troubleshooting. The insulin pump will not be returned for analysis.